Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise and low impedance measurements due to a clavicle first rib fracture. As a result, the lead was explanted and replaced. During the explant process insulation damage towards the tip was observed and caused by laser extraction process. No adverse further patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.